Event description:
Dopamine pre-mix started at 15 cc/hr. Approx 10 min later pt began to clamp down and blood pressure dropped. Infusion stopped. Disconnected from pt. Later it was noticed that there was some of the dopamine drip on the floor with the pump off and the door closed. Some dried fluid noted on pump. When machine was checked by person the machine save a message "f72".